Event description:
It was reported that an ilet pump did not accept charge when placed on a third-party charging pad, resulting in apparent battery depletion and low battery capacity; the device charged appropriately after use of the ilet charging pad, and a replacement charging pad was provided. Symptoms included a high blood glucose event. Outcomes included transient hyperglycemia without hospitalization.

Manufacturer narrative:
Investigation included review of device logs and technical assessment of charging behavior. Investigation of this case revealed battery life within expected range with intermittent failure to accept charge associated with use of a non-standard charging pad. It was concluded that the event was attributable to charging accessory performance rather than a pump hardware malfunction.